Event description:
It was reported that an asymptomatic patient presented in the clinic for follow up after a remote transmission was received for oversensing. The lead was diagnostically imaged and externalized conductors were observed. The electrical function of the lead was tested and reviewed and noise was noted. Lead was capped and replaced.